Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the nurse was splashed in the face and eyes with the patient's fluid and was treated according to the occupational health and safety (ohs) process. It was further reported that blood work was done as part of medical intervention; however, blood results are unknown.

Manufacturer narrative:
H10: manufacturing review: a review of the internal manufacturing device records and raw material history files for the reported lot number 0001597006 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A probable root cause could not be determined. H10: g4 (date received by manufacturer), g7 (type of report; follow up# 1), h2 (correction, additional information). H11: h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the nurse was splashed in the face and eyes with the patient's fluid and was treated according to the occupational health and safety (ohs) process. It was further reported that blood work was done as part of medical intervention; however, blood results are unknown.